Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Per additional information received, the patient has experienced ¿ball protruding from vagina requires manual reduction¿, backache, cystocele, rectocele, cervix descends to introitus, hematuria (blood in urine), (adhesions), (blood loss), and failed mesh.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Manufacturer reference number: (B)(4). Incident date was not provided. Lot number not provided. UDI not provided re-processing information not provided. Since the lot number was not provided, this information cannot be determined.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The preoperative diagnosis was uterovaginal prolapse with pelvic adhesive disease. The procedure performed was a vaginal hysterectomy with a posterior mesh and a mesh transobturator tape. The findings were a grade 2 rectocele, 1 cystocele, with 3 to 4 uterine prolapse.